Manufacturer narrative:
(B)(4). A device history record review shows that the product was assembled and inspected according to our specifications. A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. In order to perform a proper investigation and determine the source of alleged defect reported, it is necessary to evaluate the device involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. If the device becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges that water is backing up in the oxygen line and is reaching his nose.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and there were no issues found. The sample was found to be within specification. Based on the investigation performed the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint alleges that water is backing up in the oxygen line and is reaching his nose.